Manufacturer narrative:
On december 4, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 6, 2026, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that an area of excess material was found on the posterior view of the breast implant, measuring approximately 0.1 cm x 0.1 cm. Leak testing was performed, according to the mentor procedure, and no areas of gel exposure were detected during the analysis. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. While this complaint was initiated for a small protrusion in the device, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process. The excess material found is siloxane-base material, better known as silicone as the device material of construction is silicone. Excess silicone is a normal variation that can occur in the manufacturing process. Based on the available information, no safety concerns are anticipated for the presence of excess material on the specified silicone gel breast implant products. At various stages of the assembly and manufacturing process, there are inspection steps to evaluate manufacturing or other types of defects. These types of inspections are human-based and, therefore, they have an opportunity for an item or error not to be detected. This complaint is confirmed as manufacturing-related, and awareness training will be provided to be aware of this product complaint and reinforce the current process controls. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: during visual evaluation of the image provided, excess material was observed on the shell of the implant. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: shell irregularities (intraoperative). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 445cc mentor memorygel breast implant being used for a breast augmentation procedure, surface anomaly; small protrusion on the device was detected intraoperatively. Procedure was completed using serial number (B)(6). There were no patient consequences or additional information reported.